Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformations or arteriovenous fistulas, the lesion grade is unknown. The foci was not located in the functional area of the brain (eloquent area). It was noted that the patient's blood flow was slow and vessel tortuosity was normal. It was reported that during treatment for d-avf, after inserting more than 10 coils, an attempt was made to insert the axium coil a pb-1.5-4-3d-es; however, the break indicator was found to be broken, at the proximal pusher. The coil was replaced. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.